Event description:
During tracheostomy procedure 8 distal shiley was opened to sterile field and balloon was tested, after placing the trach, the balloon was not holding adequate air in the balloon. Removed and replaced. FDA safety report ID# (B)(4).